Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she broke her ankle and fractured her skull as a result of a hypoglycemic seizure. The customer stated that she has hypoglycemia unawareness. The customer reported that her blood glucose reading was 32 mg/dl at the time of the event. Nothing further was reported.